Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) pocket was draining and not healing correctly. The physician thought it was due to the hematoma and blood thinners the patient was on. An intervention was conducted and once the device pocket was opened the physician determined it was infected. The ICD and leads were extracted. Cultures were taken and the pocket was closed with drain inserted. No further patient complications have been reported as a result of this event.